Event description:
It was reported that a power source alert 07 occurred with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Initially, the customer tried various solutions, including using different wall adapters and charging cables, without success. After further contact, the customer reported that the pump began charging.